Manufacturer narrative:
This report is being submitted as a correction in response to corrective actions taken by the legal manufacturer. The manufacturer site number was incorrectly selected resulting in incorrect report numbers. A new MDR with the correct manufacturer site selected has been submitted under manufacturer report # 2518422-2023-17280.

Manufacturer narrative:
Initial reporter name and address: (B)(6).

Event description:
Philips received a complaint from the customer, reporting that the v1000 ventilator had a 1012 error code (air valve liftoff failure). There was no patient involvement when the issue occurred. No patient or user harm reported. Per the follow up response, the device had a 1012 error code, and that the power board was faulty. The customer declined to have the device repaired by philips.